Manufacturer narrative:
Details of the complaint on (B)(6) 2019, bme (B)(6) reported the input unit (ay-653p-a0 sn:(B)(6)) temperature numeric was randomly disappearing. No error message is displayed on the screen. Customer tried using different probes and cables. Unit was reported to generate input unit failure during call. Service requested repair service performed the unit was cleaned and decontaminated. The model, serial number, and all labels were verified. The reported problem of: temperature numeric is randomly disappearing was not duplicated. Burn in for 2 days. Retest after burn in 2 days. Problem still cannot be duplicated. Per customer's approval, replaced parts for precautionary measure. The unit was tested per the operator's/service manual and the results were recorded on the attached maintenance check sheet. The unit completed 24 hours of extended testing and operates to the manufacturer's specifications. 1-part# ur-39373 description: mpu bd qty:1 2-part # ur-3940 description: temperature qty: 1 investigation result(s) the device warranty began 12/11/10, which is over 8 years prior to the reported issue. Review of device sap history found no previously reported issues with the temperature. Nka evaluation was unable to duplicate the reported issue. The root cause cannot be confirmed. Similar tickets query of keywords "ay-653p-a0 temperature/disappear" or "temperature disappear" yielded no results. Per nkc DHR, the unit (ay-653p-a0 sn:(B)(6)) has had no history of ncmr, deviation, or CAPA during manufacturing of the device. The device has not been refurbished and there were no discrepancies or unusual findings before device release that might relate to the reported issue. No adverse trend for this issue found. This issue is not suspected to be caused by deficient design. Corrected information: d1. Brand name. Incorrect brand name selected. D4. Model number. Incorrect model number selected. Catalog number. Incorrect model number selected. Unique identifier (UDI) number. Incorrect UDI number selected. G4. Date received by manufacturer: should be 03/14/2019 not 04/12/2019 as listed on MDR initial report g5. PMA/510(k) number. Incorrect 510k number listed d11. Concomitant medical products: the bsm was used in conjunction with the input unit: model : ay-653p serial #: (B)(6) UDI # :(B)(4) approximate age of device: 103 months device manufacture date: 07/23/2010

Event description:
The biomedical engineer reported that the temperature numerics vitals are displayed and then randomly disappear. There is no error message that appears on the bedside monitor screen. They have tried using different probes and cables with ay-653p input unit which is part of the bedside monitor system, but the issue remains. No patient injury was reported.

Manufacturer narrative:
The biomedical engineer reported that the temperature numerics vitals are displayed and then randomly disappear. There is no error message that appears on the bedside monitor screen. They have tried using different probes and cables with ay-653p input unit which is part of the bedside monitor system, but the issue remains. No patient injury was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The biomedical engineer reported that the temperature numerics vitals are displayed and then randomly disappear. There is no error message that appears on the bedside monitor screen. They have tried using different probes and cables with ay-653p input unit which is part of the bedside monitor system, but the issue remains. No patient injury was reported.